Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address cup loosening. Litigation papers were received on 10/14/2010. Litigation papers allege high concentrations of various metallic elements in her blood as a result of the asr.